Event description:
The defective screws were used to fasten a medical device in the lumbar area. Rptr is informed that the failure of the device in question has not been reported to the FDA or other federal authorities as he thought was required. Rptr is very concerned that defects of the kind indicated may not be maintained in a record accessible to drs and others seeking the best medical devices.